Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter address 1 and 2, initial reporter city, and initial reporter zip/post code). Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block e1: initial reporter facility name: (B)(6). Block h11: investigation results: a resolution 360 clip was received for analysis. Visual inspection of the returned device revealed without the clip assembly and showed evidence of full deployment. No other problems were noted. The reported complaint of clip failure to release from catheter was unable to be confirmed since the clip assembly was returned as fully deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for gastric tumors during a endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, he wound was needed to be closed. After the clip was taken out and closed the wound, the clip could not be deployed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter address 1 and 2, initial reporter city, and initial reporter zip/post code). Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block e1: initial reporter facility name: (B)(6).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for gastric tumors during a endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, he wound was needed to be closed. After the clip was taken out and closed the wound, the clip could not be deployed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for gastric tumors during a endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, he wound was needed to be closed. After the clip was taken out and closed the wound, the clip could not be deployed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block e1: initial reporter facility name: (B)(6).